Event description:
Customer claims that the alarm has no power when tested with new batteries. No visible damage to the case. There was no pt injury reported. Inspection of the product shows that the unit powers on but there is no alarm tone.

Manufacturer narrative:
(B)(4). Evaluation results: evaluation of the returned product found that the alarm powers on but there is no alarm tone when the magnet is removed or when the tone selector button is pressed. The alarm is missing the battery door and the liqui-label shows moisture. (B)(4).